Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse adjusted the barcode reader alignment and performed several rack scans without any errors. Instrument is functioning as intended and was released. The most probable cause of the reported event was due to sample barcode reader alignment. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 a customer reported intermittent barcode read errors 2692, 2687, 2688, 2689 and 2683 with their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, prl, lh ii, prog, fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.